Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced significant pain at ipg and lead incision sites. The patient noted she had lost weight recently. Three months after implant, the patient decided to have the device explanted. There have been no reports of further complications regarding this event.